Manufacturer narrative:
The sample was serum, which was centrifuged at 3200-3500 rcf for 10 minutes at ambient temperature.

Event description:
The customer reported obtaining two ind (indeterminate) flags on a troponin result for one patient on the access 2 portion of their unicel dxi 600i synchron access clinical system. Customer technical support (cts) assisted the customer in troubleshooting the ind flags. Cts had the customer verify the on-board accutni reagent packs against what was listed on the reagent inventory screen in the user interface. The customer noted that there should be one reagent pack with 44 tests left but upon removal it felt empty. In addition, the reagent inventory screen listed two reagent packs; however, three accutni reagent packs were on-board. The customer subsequently removed all accutni reagent packs from the instrument and cleared them out of the reagent inventory screen. The customer then attempted to load one of the unpunctured accutni reagent packs but the system indicated there were 44 tests left for this pack. The customer discarded this pack and the "empty" pack as well. Cts then assisted the customer in verifying the placement of the rest of the on-board reagent packs. No other misloaded packs were found. Per customer accutni qc has been recovering within the laboratory's established ranges. However, after the issue was resolved the customer performed accutni qc and discovered that the level 2 qc was out of range high. The customer was able to recalibrate the assay and upon repeating the qc all results were within the laboratory's established ranges again. The customer did not supply data for the complaint investigator to review. No other information has been made available by the customer to date. The root cause of the event is use error via pack misleading.